Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received one (1) tsvmb11, (imp,tsv,mcol mg,3.7mm,11.5mml) for evaluation. Visual evaluation of the as returned product identified the implant with signs of use, minor debris attached to external threads. The mount showed some damage likely due to the removal process. During a functional test the implant and the mount disengaged as intended, using an in-house driver. No malfunction. DHR review was completed for the subject lot number 1257213. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1257213 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿does not disengage/release." Based on the investigation and risk management file review as per, the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, and functional testing a device malfunction did not occur. The reported event was unconfirmed with all the available information.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.

Event description:
Doctor reported that implant at tooth site 45 could not be unscrewed, mount remained strongly attached to it. There was a delay in the procedure of 45 minutes. A new implant was placed to complete the procedure.